Manufacturer narrative:
Other, other text: investigation completed on a smiths medical intubation/portex endotracheal tubes siliconized . Two photos were received. Sample for evaluation p/n 100/166/070 was visually inspected and no defects were observed under normal visual specifications. Functional testing completed with injecting air in balloon and submerging under water. No leaking upon inflation or submerging. The device passed at 100% prior to release of product. No fault was found or established.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Only the year (2020) of the event date is known. (B)(6). Device evaluation in progress.

Event description:
It was reported that the cuff pressure dropped on the portex endotracheal tube. The cuff did not re-inflate after it was supplied with air. This product problem was observed during patient use. No patient injury or complications were reported in relation to this event.